Manufacturer narrative:
Device evaluated by MFR: a mustang 4 x 4,24 atm, 75cm was returned for analysis. The device was received inserted in the customers sheath. As per mustang specification the recommended sheath for this device is minimum 5fr. There was damage noted on the tip of the sheath. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 13mm proximal of the distal balloon markerband. The distal section of the balloon material had been pulled distally towards the tip of the device. This type of damage potentially occurred when the device was being withdrawn through the sheath. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non tortuous and severely calcified left arteriovenous fistula. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for a few seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the balloon was inflated for 30 seconds before it ruptured.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non tortuous and severely calcified left arteriovenous fistula. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for a few seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non tortuous and severely calcified left arteriovenous fistula. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for a few seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the balloon was inflated for 30 seconds before it ruptured..